Event description:
Pt in o.r. For diagnostic laparoscopy. Light source turned on (circulator though she heard to turn it on). Light source was not ready to be used so cable was laid on drape covering pt face. Light cable burned hole in drape and pt sustained burn to left cheek. Pt seen by plastic surgeon. Burn appears to be third degree at center.